Event description:
It was reported an issue with manipler skinstapler. The client reported that the skinstapler does not close and therefore it does not sew the skin properly. No further information has been provided.

Manufacturer narrative:
510k exempt. If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch or units in our stock. We manufactured and distributed in the market (B)(4) of this code-batch. 1) production record sheet check: components record sheet: no abnormalities were found in the record sheet. 2) visual check of returned stapler: stapler: the first remaining staple was loaded and formed halfway through. There were 27 staples left in the cartridge. Cartridge: not found any noticeable scratches or dents on the cartridge. Latch part: not found any problems. 3) reproducibility test (staple release (function) check) before disassembling: the second remaining stapler was loaded before releasing the first remaining staple completely. If pushing the trigger any further, a double loaded staples may damage the cartridge or other components. Therefore, staple release test before disassembling was discontinued. 4) disassembled component check with returned stapler: there were small scratches on the surface of corner of anvil. It would be nothing related to the cause of this complaint because staple does not touch that part of anvil. There were deformed marks on the grooves of ram after releasing of some staples. 1st staple: there were marks of released on the stapler. Check results: no problem was found with the measured values of each component. There were small scratches on the anvil and deformed marks on the ram, and also marks of released on the staple. However, it has nothing to do with staple release. 5) reproducibility test (staple release (function) check after re-assembling (2 times) 1st test with returned stapler after reloading 37 staples: staple release without and with rubber 5 pieces. 2nd test with returned stapler after reloading 37 staples: staple release without and with rubber 5 pieces. Test result: no abnormalities were found in staples and its function for the two tests. All staples were released without any problem. Reproducibility was not observed. Final conclusion: as the result of the investigation, no problem was found with the production record and measurement values of each component of the returned stapler. A double loaded staple in the cartridge was observed. There were some scratches, deformed marks, marks of released staples on the anvil, ram or staple. However, it would have nothing to do with staple release since reproducibility was not observed. No abnormalities were found in staples and its functions for the two staples release tests. Stapling function worked properly. It is assumed that the double loaded stapler was caused either by accidentally squeezing the trigger slightly before releasing the next stapler, which caused the staple to be formed halfway, resulting in double loads, or by the staple touching the ram during the loading process, which caused one-side forming, resulting in double loads in continuous releasing. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.